Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident, and without this information, we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed, and (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: unable to perform complaint lot history check due to an unknown lot number for needle clog investigation summary: customer returned (1) open 5mm, 31g pen needle without the tear drop label, inner shield, or outer cover. Customer states that the needle was blocked. The returned pen needle was tested and was able to expel properly without any observed defects. No DHR review can be carried out as lot number is unknown. Based on the samples and/or photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure. Root cause cannot be determined at this time as the issue is unconfirmed. Based on the above, no additional investigation and no CAPA/sa is required at this time.

Event description:
It was reported that an unspecified bd pen needle was unable to deliver medication during use. The following was reported by the initial reporter, "it was reported that the needle was blocked; (verbatim: needle blocked)."